Manufacturer narrative:
Additional information: h6.

Event description:
It was reported that the patient experiencing chest pain presented at the emergency room. Upon interrogation it was noted that the atrial lead was exhibiting high capture threshold and decreased p-wave amplitude sensing. The atrial lead was explanted, and new atrial lead was implanted. The patient was in stable condition.